Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.

Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 49-year-old patient was submitted to a surgical intervention for a localized partial mastectomy with biozorb placement and left node biopsy on (B)(6) 2023. On (B)(6) 2025 patient presented with chronic breast pain, chronic radiation induced skin changes and pain due to implants. Mamary implants were surgically removed together with the remnant biozorb markers. The breast were reconstructed with mamary implants. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.